Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump act button does not work customer also reported vertical lines running across the insulin pump screen. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with missing segments/partial display, problem isolated to lcd board. Unable to perform self-test and displacement test or verify button keypad anomaly due to missing segments/partial display.